Manufacturer narrative:
Device evaluated by manufacturer: it was noted during unpackaging that dried blood and contrast were present in the guide wire lumen and balloon. The tip was damaged. The device was prepped according to the dfu. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon < 1 mm from the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. Access was obtained via the femoral artery. The 80% stenosed lesion being treated was located in the mildly tortuous, non calcified tibial artery. The 2mm x 40mm x 145cm sterling balloon catheter, being used for pre-dilation, was advanced to the lesion. On the first inflation the physician noted that the balloon was leaking and "could not reach the target pressure". The device was successfully removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.